Event description:
Medwatch report (B)(4) attached to this case. Unable to open the report lot # unknown catalog# unknown date of event unknown at this time sample status no. (B)(6), (B)(6) 2026: as per the attached report. Describe the event or problem: rn administering insulin sq [sub-cutaneous] to patient. Needle did not self-retract. Needle stick injury to writer. What was the original intended procedure: inject insulin and prevent staff needle stick what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do. Vcoyne (B)(6) 2026 update/additional information from nacc - see attachments. Lot # 4311022 event needle stick to staff after injecting patient. "Needle did not self-retract. Needle stick to writer after injection" medwatch report (B)(4). Describe the event or problem: rn administering insulin sq [sub-cutaneous] to patient. Needle did not self-retract. Needle stick injury to writer. What was the original intended procedure? Inject insulin and prevent staff needle stick-- what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2. Correction: h10.